Event description:
Puritan bennett received information from the customer that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the bdu pcb. According to the customer, the unit passed extended self testing.